Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was unknown battery depletion. It was noted that actions required as a result of the event included explant and replacement. It was noted that the patient lost stimulation during 1 month. It was noted that there was full battery depletion. It was noted that the implantable neurostimulator (ins) had been explanted on the (B)(6) 2014 and was replaced. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included less than 50 percent therapy relief. It was noted that the location of the issue or symptoms included the back and the legs. Additional information received reported that there was premature exhaustion and an increase in pain.